Event description:
The customer called to report that he felt the insulin pump was delivering insulin that he was not programming. The customer reported an incident where he went to enter his blood glucose reading of 157 mg/dl, and the insulin pump began delivering a bolus that reached 10.5 units. The customer stated that he normally boluses only a few units at a time. The customer did state that he did wear the insulin pump during a chest xray on (B)(6) 2012. The customer stated that his hcp wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had multiple alarms confirmed in history. Multiple alarmed due to corrupt history file. Unable to verify unexpected bolus delivery on the download history file. The insulin pump was programmed and monitored for one day, no unexpected bolus delivery noted. The insulin pump was programmed with multiple test boluses. All test boluses delivered and were properly listed in the bolus history screen. No bolus anomaly or history anomaly noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime and the excessive no delivery test. The auto off alarm and low reservoir alarm functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.